Event description:
This css console was not supporting a pt. The customer reported that when the battery test button was pressed on the primary controller of the css console, the controller light turned red. This alleged failure mode poses a low risk to the pt because it was observed when the css console was not supporting a pt. In addition, this alleged failure mode would not prevent the css console from performing its life-sustaining functions. The css console has a redundant, primary controller. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.